Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power, "replace battery 128 alarm issue". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: call service (cs) 177 low battery alarms, (cs) 128 replace battery alarms and drastic voltage fluctuations was observed in the black box history. The pump¿s ¿sleep¿ current draw was found to be elevated. The continued glucose monitor module was found to be out of specification. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Unrelated to the complaint, the display was found to be dim, faded, and discolored. Also unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. There was no evidence of moisture found inside the battery compartment.